Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device self discharged and caused an electrical shock to user. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device, and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included all functional testing without duplicating the customer's report. The logs confirm delivery of a 150-j shock was delivered via a button press. A "pads off" message followed suggesting new pads were applied and CPR resumed. Later in the event, a 200-j shock charge and discharge was delivered via a button press. The device operated normally with no unintended shocks delivered. The device was recertified and returned to the customer. No trend is associated with reports of this type.